Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232. Serial: (B)(6), and batch: 559968.

Event description:
It was reported that the patient developed an infection at the midline incision site that never healed completely. Symptoms of fever, chills, and pain were noted. The patient was prescribed with antibiotics. All components were explanted and patient is doing well postoperatively. No further information has been obtained despite good faith efforts.